Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 412 mg/dl at time of incident. The customer¿s current blood glucose level was 141 mg/dl. The customer was treated with intravenous insulin drip and insulin with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. Troubleshooting was declined. The insulin pump and the reservoir will not be returned for analysis.